Manufacturer narrative:
The malfunction was duplicated and attributed to the non-zoll battery used. The battery failed testing and was scrapped. The customer received a replacement battery to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.